Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While trying to insert the impella, the physician was unable to complete due to an aortic dissection. After removal, it was noted that the pigtail was kinked. No further information is available.

Event description:
A japan complainant reported that that a patient (pt) was placed on impella cp smart assist support for cardiogenic shock (cgs)/acute myocardial infarction (ami). It was reported that the impella due to an aortic dissection. After removal, it was noted that the pigtail was kinked.

Manufacturer narrative:
Tthis report is being filed as part of a retrospective review of historical records.he investigation for product damage (cannula kink) has been completed. The device was not returned for evaluation. The cause of the pigtail kink observed after removal was most likely use related.